Event description:
The pt had proximal edge restenosis of the previously implanted cypher stent. The restenosis was found approximately 26 months (794 days) after the index procedure during the follow-up period. The indication for the procedure was stable angina. The pt was reported to have single vessel coronary disease. The target lesion was the proximal right coronary artery (rca). The target lesion (#2-1) was reported to be: not de novo, a restenotic after stent lesion, native coronary artery, 3 mm in diameter, a 90% stenosis, 10 mm in length, a confirmed ostial lesion, smooth, not a bifurcation lesion, a readily accessible proximal segment, eccentric, heavily calcified, absent of thrombus, and type c. The restenosis was treated with an "other" 3.0/16 mm drug eluting stent (des) deployed at 16 atm. The flow pre and post-procedure was timi 3. There were no reported procedural complications. The indication for the index procedure was stable angina class ccs2. The pt was reported to have single vessel disease. The target lesion (#1-1) was the proximal rca. The lesion was reported to be: not de novo, restenotic after stent, native coronary, a 70% stenosis, 2.75 mm in diameter, 7 mm in length, not ostial, smooth, not a bifurcation lesion, a readily accessible proximal segment, eccentric, little or no calcium, absent of thrombus, and type b1. The lesion was not pre-dilated. A cypher 3.0/8 mm stent was deployed at 15 atm with satisfying results. The flow pre and post-procedures was timi 3. There were no procedural complications reported. A 26 month post-index procedure follow-up pt visit reported the pt had stable angina class ccs2. Cardiac medications were continuing and were: ticlid, aspirin, statins, and beta-blockers. Control angiography was recorded for the proximal rca lesion (#1-1) and demonstrated: an in stent minimum lumen diameter (mld) of 2 mm, peri-stent mld of 3 mm (5 mm proximal to the stent), a peri-stent mld of 3 mm (5 mm distal to the stent), an rvd of 3 mm, a 60% peri-stent proximal diameter stenosis, a 90% distal peri-stent distal stenosis, and timi 3 flow by visual estimate. There were no reported adverse events (ae's) or new coronary procedures since the last visit.